Event description:
It was reported that during a da vinci-assisted neck dissection surgical procedure, the surgeon noted that the monopolar instrument was not adequately cutting/coagulating tissue. The cut/coag settings at the time was at level 2. All connections were checked at the robot tower, the grounding pad plug, and the instrument itself but there was some effect in the surgical field, so the instrument was getting current. The monopolar cautery instrument still had plenty of remaining lives. At surgeon's request the settings were increased to 3 and they were able to complete the resection and get hemostasis without problem. After all robotic portions of the case were completed, the scrub nurse began breaking down and cleaning up the robot table, at which point they had difficulty removing the cautery tip from the instrument by usual means (using the silicone sheath that comes with the tip to help unscrew it from the instrument). They had to lightly grip it with a clamp to get it to untwist. They noticed there appeared to be an unusual accumulation of black substance at the meeting point of the instrument sheath and the cautery tip but was unable to say if was charred tissue or heat damage to the edge of the black instrument sheath. It looked like the end of the sheath, as well as the plastic screw base of the cautery tip, where both misshapen as if slightly melted by heat. After getting the cautery tip off, it also looked like there may be a crack in the tip of the instrument itself. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted/thermal damage, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have thermal damage on the molded insulator and was related to the customer reported complaint. A visual inspection of the distal end found the molded insulator to exhibit sign of charring and melting, which is indicative of arcing. No pieces of thermally damaged material were found to be missing. The complaint was confirmed by failure analysis. . Further visual inspection of the distal end found the molded insulator to also be cracked beginning at the base of the insulator and reaching all the way to the distal tip of the instrument. An additional observation was made with the molded insulator. One of the metal contacts or adapters where the energy/heat is distributed was found to be broken. The broken contact was not returned with the instrument. The interior, where the contacts are located, also exhibited the same charring observed on the exterior of the insulator.

Event description:
Refer to h10/h11 for follow-up information.